Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and the sponge was found completely separated from the cap. The reported condition was verified. The root cause was high iodine, transportation conditions. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The sponge was found completely separated from each cap. There was no patient involvement. No additional information is available.